Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump¿s touchscreen was partially unresponsive at the top of the display, preventing selection of on-screen icons needed to accept a software update and operate the device, and a replacement pump was arranged. Symptoms included no reported changes in blood glucose. Outcomes included continued diabetes therapy with backup measures advised and ongoing cgm use on the mobile app or receiver. Investigation included remote troubleshooting, device restart, verification of software update availability, and functional checks on and off the charging pad and inspection of the returned device. Investigation of this device revealed a touchscreen input failure localized to the upper display region consistent with a display or touch panel malfunction that impaired user interface interaction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen/display assembly.